Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped2 pipeline stent had stenosis. Sponsor monitor issued a query on 180-day follow up crf and stated "CT mentions "new moderate stenosis of the m1 segment" and "new severe stenosis of the a1 segment". There were no actions reported. The cause of the stenosis was not determined. Additional information received reported branch cerebral artery stenosis. The adverse event (ae) did not result in the subject being hospitalized or a prolongation of an existing hospitalization. The event was not recovered/resolved. Ae was possibly related to the disease under study. Parent artery stenosis or branch cerebral artery stenosis was >50%. Estimated new 80% stenosis of the right a1 segment (covered branch artery) found on follow-up dsa. The subject was asymptomatic. The study device was noted as a causal relationship. The patient was being treated for a right icac4 aneurysm in the bifurcation branch with a saccular morphology. Aneurysm dimensions: maximum aneurysm diameter 3.8 mm, dome height 5.5 mm, dome width 3.8 mm, and neck size 2.8 mm. Parent artery diameter distal to aneurysm was 3.2 mm. Parent artery diameter proximal to aneurysm 3.5 mm. Significant stasis and complete neck coverage was noted at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class 2. Access was via the femoral right. Rist was not used. This study device was successfully implanted in the subject. Wall apposition was achieved. Side branches were not covered by the pipeline device. No device flattening or twisting was noted. Reviewed imaging confirmed there is no parent artery stenosis in the m1 segment. The report of >50% stenosis was confirmed in the branch artery (right a1 segment). Cec adjudicated causal to device and possible to procedure. Cec comments attributed as `possible` to procedure because cec believes device could have been placed without crossing terminus and jailing. Core-lab has reported, dsa imaging at 1-year follow up that branch artery stenosis on the anterior cerebral artery was found at 76-95%. No parent artery stenosis and complete occlusion for the aneurysm. The patient's 1-year dsa imaging report from (B)(6) 2024, the subject experienced a "catheter induced spasm of the cervical internal carotid artery" and treated with 5mg verapamil. Cta imaging on (B)(6) 2025 showed the mild stenosis of the m1 segment distal to the stent was unchanged. Additionally, the imaging on (B)(6) 2025 demonstrated a new chronic infarct in the right gangliocapsular region. This was noted to be an incidental finding. The patient was asymptomatic, and no additional intervention or hospitalizat ion was performed. The patient was scheduled for further evaluation. The event was noted as not recovered/not resolved. The adverse event was not the result of a device deficiency, and the patient did not experience new or worsening of existing neurological deficits. Ancillary devices: guide catheter benchmark; other: simmons 2 select, microcatheter phenom 027.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported both the site and study sponsor assessments of the cerebral infarction event have been adjudicated concluding the event had a causal relationship to the implanted pipeline device and was possibly related to the index procedure and/or antiplatelet medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that site related assessment determined that the ae was not related to the antiplatelet medication, procedure, and devices.